Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: 8713030. 2.3 serial number/batch: (B)(4). 2.4 software version: n030005. 2.5 hours of operation: 1566 hours. 2.6 further information: n/a. ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given. Therefore, the last history files from (B)(6) 2022 to (B)(6) 2022 were investigated. At (B)(6) 2022 09:43 am a bd plastipak 50ml syringe was inserted. The syringe was only drawn up to 11.03 ml (drive step postition:22722). Then a rate of 0,5 ml/h was set and a vtbi of 12 ml. At 09:45 am the infusion was started with a rate of 0,5 ml/h. The infusion was stopped at (B)(6) 2022 07:44 am a syringe empty alarm. (Up to that time the device has delivered 11,03 ml (act. Volume infused). After that infusion another infusion was started. No anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A b. Braun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,98%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in sweden: "overinfusion." According to the customer: "the pump has given the wrong volume, has infused faster. Checked 2 pcs, volumes are completely correct, in log it shows syring. Note corr. Ins the pump will be sent."